Manufacturer narrative:
Submit date: 8/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reports that they were unable to deflate the balloon of a catheter that was stuck inside a female patient. The urologist had to burst the balloon with a needle which was still partially inflated. The probe was easy to take out after this. Patient was female, (B)(6), no related medical history. No patient injury or ill-effects.

Manufacturer narrative:
This complant was originally reported as an unknown urology prouct; however, per additional information received, this was not a covidien product.